Event description:
During the assessment for a laser reinstallation it was found the system had evidence of tampering. The laser displayed a fake label stating a manufactured date of june 2021 with the model name of ifs advanced which was identified as incorrect (correct sn serial (B)(4)). It was noticed that the manufacturing date was also tampered with. The covers were painted and there were 1336 counterfeit procedures installed on the laser. Upon further review more evidence of tampering was found: sn label was not an original manufacturing label, the combination of sn and model is not a manufactured ifs system as stipulated in the label, the system has the incorrect model, the label template is incorrect, the manufacturer has no record of an ifs upgrade for the given laser and the system software was loaded with counterfeit procedures.

Manufacturer narrative:
Age/weight/ethnicity: information unknown / not provided. Phone no.: (B)(6). Occupation: information unknown / not provided. Device manufacture date - information unknown / not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section h3: device evaluated by manufacturer? Yes. Not returned to manufacture. Device evaluation: the investigation was completed and the findings confirmed that system was tampered as mentioned in the initial report. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.